Event description:
A power source alert 07 was reported. There was no reported impact to the customer's blood glucose level. Technical support instructed the caller to plug the wall adapter into a known working outlet and wait for at least 30 minutes, after which the pump began charging, and no further assistance was required.